Event description:
It was reported to philips that system did not boot up successfully; it got stuck at 00:00. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information a planned treatment procedure was performed when the issue happened. The procedure was delayed. The procedure was completed by third party performed a manual power up of pc. A philips field service engineer (fse) inspected the system onsite and confirmed that system is slow to start. After reviewing log file, fse did not found any system slow related issue. After troubleshooting by fse found there is a defective hardware in ippc the system. The cause of the system failure determined by the supplier's part analysis that the ippc was defective. Third party replaced the ippc and imaging drives. After the replacement of the ippc and imaging drives, the system returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.